Manufacturer narrative:
Product analysis: the admiral xtreme device returned inside pouch in the shelf carton inside black plastic packaging. Barcode on luer scanned and lot number on luer confirmed as 215256569. No ancillary devices or cine images from the procedure were received for evaluation. Device was decontaminated with cidex opa solution soak. A visual inspection of the device revealed that the distal end of the catheter and the balloon were detached. The markerbands are present in the detached balloon. No functional testing could be carried out on the device.

Event description:
The physician attempted to use a admiral xtreme otw pta balloon catheter to treat an atherothrombotic lesion in the brachiocephalic vein presenting minimal calcification and degree of tortuosity. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. Sheath fr. Size: 6fr upsize to 7fr. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. The balloon was inflated using a non-medtronic inflation device. A non-medtronic wire was used. The balloon was successfully inflated and deflated. It is reported the physician had difficulty removing balloon following balloon inflation. The physician was able to remove the balloon with difficulty. The device was reported to "eat" the wire- balloon consumed or grasped the wire which made it more difficult to retrieve/pull-out the balloon. Several attempts and implied force was used. The physician used a different size admiral xtreme on the same patient afterwards and no difficulty was noted. There were no patient symptoms or complications associated with this event.